Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced spontaneous right sided deflation and bilateral capsular contracture post procedure. The issues were accompanied by pain. The capsular contracture was noted to be more pronounced on the right side. As a result, an explant was performed on (B)(6) 2020. The right sided deflation was reported initially under 1645337-2020-13113. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.